Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results generated on the architect c16000 instrument for one patient. Sid (B)(4) generated calcium results of 44 / 90 / 92 mg/l; (customer reference range 84 mg/l to 102 mg/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tickets determined that there is normal complaint activity for lot number 06558un20. Trending review did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. File sample analysis was not performed as retesting of the samples gave expected normal results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of alinity calcium reagent (ln 3l79) lot number 06558un20 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.